Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of diopter -15.0/3.0/073 (sphere/cylinder/axis) as a replacement lens had torn during loading into the patient's right eye (od). This occurred on (B)(6) 2024. The lens was not implanted. A back up lens was implanted, and the problem was resolved.